Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. There were no abnormal lead measurements. The right atrial (ra) threshold was 1.0v @ 0.5msec, the pacing impedance was 530ohms and the right ventricular (rv) threshold was 1.1v @ 0.5msec with a pacing impedance of 590ohms and shock impedance of 52ohms. The device was disposed off by the nursing staff, so the device will not be returned.